Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise. The noise was reproducible with movement. No device intervention was performed but programming changes were discussed. Patient did not experience any issues and will continue to be monitored.